Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6); implanted: (B)(6) 2011; product type catheter product ID 8709sc lot# serial# (B)(6); implanted: (B)(6) 2011; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 24-jan-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. The patient¿s representative reported that since the patient¿s pump replacement, they had not had good therapy results. The dosage was increased but there had not been improvement. Per the reporter, the patient had been incontinent and could not use their legs or arms. Additional information was received by a patient representative stating the patient was getting stiffer and stiffer - unable to move legs or bend them and had become incontinent. They had titrated the pump up 10x so far without improvement. The patient had a catheter dye study done which did not indicate issues. The nurse practitioner stated there were no volume discrepancy. The patient representative stated the healthcare provider (hcp) who used to work previously so they had a hard time accessing records because the hcp retired. Additional information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (lioresal) 2000 at 1000 mcg/24 hours via an implantable pump for unknown indication for use. It was reported that the patient had experienced increases in spasticity symptoms. The catheter appeared to be coiled in spinal pocket and very superficial catheter occlusion. They replaced the catheter and the issue was resolved with patient's status being "alive-no injury". The patient's weight was 62 kg and the patient's medical history was asked but made unknown.